Event description:
The customer reported via telephone call that the sensor reading was low. The blood glucose reading was 198 mg/dl while the sensor reading was 73 mg/dl and lowering. The customer also received constant sensor errors. The insulin pump had a threshold suspend alarm. The customer took out the sensor after receiving numerous sensor error alarms. Customer declined to troubleshoot for the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.